Event description:
The report received from the (B)(4) study indicated that a subject experienced angina and underwent percutaneous coronary intervention approximately 22 months post index procedure. At the time of index procedure, due to stable angina the subject underwent the index procedure with the deployment of a 2.75x13mm cypher stent to proximal left anterior descending artery and first diagonal artery. Post procedure residual stenosis was 10% with timi iii flow. Approximately 21 months later, the subject experienced the event of angina. On 13 september 2012, the subject's nuclear stress test showed transient ischemic dilation (tid) 1.5 units, probably artifact, ventricle is small at stress and rest, normal perfusion and normal function. On (B)(6) 2012, the subject's treadmill stress test results were negative for ischemia. On (B)(6) 2012, upon presentation, the subject complained of chest pain. It was reported that the subject was presented for gi evaluation and tightness in chest after eating. As per the received documents, the subject experienced chest pain exclusively when walking. The pain was described as substernal and pressure like that radiated to the back and resolved when the patient stopped walking. It was reported that the subject denied any indigestion or heart burn and aneurysm was clinically stable. It was reported that, the subject underwent cardiology consultation and was recommended to hold fosamax for one month. On (B)(6) 2012, the subject underwent left heart catheterization which showed previous stenting (index) was intact, good ejection fraction, unremarkable hemodynamics, and minor luminal irregularities in the coronaries, except for an 85% eccentric lesion in the left anterior descending just above an area of previous stenting in the mid portion.

Manufacturer narrative:
On (B)(6) 2012, the subject underwent intravascular ultrasound imaging of the left anterior descending which showed significant left anterior descending lesion and subsequently the subject underwent percutaneous coronary intervention with successful deployment of proximal left anterior descending using drug eluting stent. As per site, proximal to the stented segment was an area of diffuse plaquing with a dicrete eccentric "napkin ring" type lesion just proximal to the ostium of a small first diagonal branch. Intravascular ultrasound imaging confirmed diffuse heterogeneous plaquing of the proximal vessel with consistent cross-sectional area of less than 3 mm with a vessel diameter of at least 3 mm. Following abbott xience stenting of the proximal vessel using a drug-eluting stent, which overlapped the previous stent slightly, a widely patent lumen was achieved. Following post-dilatation with a high-pressure balloon, an excellent angiographic result was achieved with a residual of 0%. Because of some mild stenosis at the ostium of the diagonal, this too was dilated to high pressure using a 3.0 mm noncompliant balloon. Unfortunately, this small diagonal side branch was jailed and compromised. Because of the small size of this vessel, no attempt was made to recanalize this side branch. Followup intravascular ultrasound imaging confirmed excellent stent position with a widely patent lumen. On (B)(6) 2012, the subject's electrocardiogram (ECG) report revealed sinus arrhythmia, v-rate variation and minor non-specific s-t segment depression in the inferior leads. As per the received documents, initial stenosis in the proximal left anterior descending coronary artery was 70% to 80% and was reduced to final residual stenosis of 0% with an excellent angiographic and intravascular ultrasound result. It was reported that the procedure was complicated by occlusion of small diagonal side branch. A day later the procedure on (B)(6) 2012, the subject's lab results revealed troponin-I 6.46 ng/ml (0.00 - 0.40) and ck 283 u/l (26-192 u/l). The investigator felt that the elevation was related to the new stent. The outcome of the event was recovered/resolved. The investigator considered the event of angina was moderate in intensity, and possibly related to the study drug, possibly related to the study device and possibly related to study procedure. Concomitant medications included advair diskus, aspirin, calcium, claritine, plavix, fosamax, meclizine, multivitamins, nitrostat, simvastatin, synthroid, and tylenol. Complaint conclusion: the report received from the (B)(4) study indicated that a subject experienced angina and underwent percutaneous coronary intervention approximately 22 months post index procedure due to restenosis. This is a (B)(6) female with medical history including hypertension, history of breast cancer and history of allergy (cardizem, dilitizam and tropol xl). At the time of index procedure, due to stable angina the subject underwent the index procedure with the deployment of a 2.75x13mm cypher stent to proximal left anterior descending artery and first diagonal artery. Post procedure residual stenosis was 10% with timi iii flow. Approximately 21 months later, the subject experienced the event of angina. On (B)(6) 2012, the subject's nuclear stress test showed transient ischemic dilation (tid) 1.5 units, probably artifact, ventricle is small at stress and rest, normal perfusion and normal function. On (B)(6) 2012, the subject's treadmill stress test results were negative for ischemia. On (B)(6) 2012, upon presentation, the subject complained of chest pain. It was reported that the subject was presented for gi evaluation and tightness in chest after eating. As per the received documents, the subject experienced chest pain exclusively when walking. The pain was described as substernal and pressure like that radiated to the back and resolved when the patient stopped walking. It was reported that the subject denied any indigestion or heart burn and aneurysm was clinically stable. It was reported that, the subject underwent cardiology consultation and was recommended to hold fosamax for one month. On (B)(6) 2012, the subject underwent left heart catheterization which showed previous stenting (index) was intact, good ejection fraction, unremarkable hemodynamics, and minor luminal irregularities in the coronaries, except for an 85% eccentric lesion in the left anterior descending just above an area of previous stenting in the mid portion. On (B)(6) 2012, the subject underwent intravascular ultrasound imaging of the left anterior descending which showed significant left anterior descending lesion and subsequently the subject underwent percutaneous coronary intervention with successful deployment of proximal left anterior descending using drug eluting stent. As per site, proximal to the stented segment was an area of diffuse plaquing with a discrete eccentric "napkin ring" type lesion just proximal to the ostium of a small first diagonal branch. Intravascular ultrasound imaging confirmed diffuse heterogeneous plaquing of the proximal vessel with consistent cross-sectional area of less than 3 mm with a vessel diameter of at least 3 mm. Following abbott xience stenting of the proximal vessel using a drug-eluting stent, which overlapped the previous stent slightly, a widely patent lumen was achieved. Following post-dilatation with a high-pressure balloon, an excellent angiographic result was achieved with a residual of 0%. Because of some mild stenosis at the ostium of the diagonal, this too was dilated to high pressure using a 3.0 mm noncompliant balloon. Unfortunately, this small diagonal side branch was jailed and compromised. Because of the small size of this vessel, no attempt was made to recanalize this side branch. Follow-up intravascular ultrasound imaging confirmed excellent stent position with a widely patent lumen. On (B)(6) 2012, the subject's electrocardiogram (ECG) report revealed sinus arrhythmia, v-rate variation and minor non-specific s-t segment depression in the inferior leads. As per the received documents, initial stenosis in the proximal left anterior descending coronary artery was 70% to 80% and was reduced to final residual stenosis of 0% with an excellent angiographic and intravascular ultrasound result. It was reported that the procedure was complicated by occlusion of small diagonal side branch. A day later, the procedure on (B)(6) 2012, the subject's lab results revealed troponin-I 6.46 ng/ml (0.00 - 0.40) and ck 283 u/l (26-192 u/l). The investigator felt that the elevation was related to the new stent. The outcome of the event was recovered/resolved. The investigator considered the event of angina was moderate in intensity, and possibly related to the study drug, possibly related to the study device and possibly related to study procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15263779 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension.